Manufacturer narrative:
Per the repair statement there were non-warranty components that malfunctioned: sound box intake filter was dirty, cabinet filter was missing and caster base was missing.

Event description:
The repair center stated that the power switch on an (B)(4) concentrator has a short circuit. Per the repair statement this unit is not alarming.